Manufacturer narrative:
Due to character restrictions in block e1 site name :(B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) loop leaks. There was no personal injury.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and all valves in the equipment system pass the automatic detection. The log showed that the vacuum time has timed out. The fse filled the vacuum with grease between the pim and the safety disk, and adjusted the positive and negative pressures to normal levels. The equipment is operating normally and was delivered to the customer.

Event description:
N/a